Manufacturer narrative:
Citation: pani, a. Md et al. Patient selection and outcomes of transfemoral transcatheter aortic valve replacement performed with monitored anesthesia care versus general anesthesia. Journal of cardiothoracic and vascular anesthesia (2017) 31 (2017) 2049¿2054 doi 10.1053/j.jvca.2017.04.005. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding selection and outcomes of patients with a transcatheter aortic valve replacement with the use of general anesthesia compared to monitored anesthesia care. All data were collected from a single center between 2014 and 2015. The study population included 104 patients, 50 of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 83 years. Among all patients adverse events included: vascular complications, cerebral vascular accident (cva), sepsis, atrio-ventricular (av) block, paravalvular leak (pvl), annular rupture treated with surgical valve implant, and hemodynamic instability. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.